Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep). The patient was implanted with a neurostimulator. It was reported that the patient was ¿shocked¿ in her leg while walking. The patient denied any falls and there were no factors reported that might have led to or contributed to the issue. For troubleshooting, it was noted that the patient would call the pain clinic to make an appointment with her healthcare professional (hcp) and a rep. To temporarily resolve the shocking issue, the patient was advised to turn the implantable neurostimulator (ins) off. Surgical intervention did not occur, and it was not planned. The patient was alive with no injury and there were no further complications reported or anticipated.